Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Subsequently, the customer experienced a blood glucose (bg) of 41 mg/dl. The customer consumed carbohydrates to address the bg. Tandem technical support reviewed the pump data and confirmed the pump software functioned as intended.